Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a.

Event description:
It is reported that during a knee arthroplasty, the lever that holds the femur provisional or implant in position on the handle, has sprung off during impaction and the device disassembled. All pieces of the device were accounted for during the surgery.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.